Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
These nuts were delivered to the hospital today from (B)(4), and we were waiting for them, unpacked 2 and found that none of them fitted with nut driver (B)(4). When taking a nut from a model delivered 2013, lot probably ambbph, it fitted perfectly. All nuts (B)(4) are now removed from the hospital.